Event description:
The surgeon reported the following: " revision surgery due to patient's pain. Instability in the right hip and sudden dislocation following some attempt to keep something on the ground"

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2013. Burnishing was observed throughout the articulating surface. Burnishing is caused by adhesive wear due to articulation of the femoral component on the insert and is a commonly identified damage mode in uhmwpe inserts. A large portion of the distal insert rim was worn and damaged, likely caused by impingement from the neck of the femoral stem. The mar report concluded: burnishing, a commonly identified damage mode on uhmwpe acetabular inserts, was observed throughout the articulating insert surface. Likely damage from femoral neck impingement was observed around the rim of the insert. No material or manufacturing defects were observed on the device features evaluated. Note by investigator: the insert shows slight yellow discolouration, most likely due fluids in the patients joint during in vivo service. Medical records received and evaluation: the medical report was review by the clinical consultant and he determined that the definitive root cause of this issue is unknown, however combining radiological findings with materials analysis, component impingement was an important contributor to the dislocation. Device history review: not performed as the reported product lot number is not a valid stryker lot ID. Complaint history review: not performed as the reported product lot number is not a valid stryker lot ID. The exact cause of the event could not be determined because insufficient information was received. Further information such as additional pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The surgeon reported the following: " revision surgery due to patient's pain. Instability in the right hip and sudden dislocation following some attempt to keep something on the ground"